Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain via a manufacture r representative. It was reported that the patient received a surge of stimulation while walking their dog and when changing positions. It was noted that the patient¿s rate had been changed from 40hz to 60hz that week prior, and the patient was fine at that time. The manufacturer representative thought that all positional intensity values would change to 0ma, but they did not. The manufacturer representative thought that the programming application should be updated to reset amplitudes when the rate is changed. The manufacturer representative met with the patient on (B)(6) 2019 for reprogramming. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rate was changed to 260 from 40. The rep said adaptive stim does not reset to zero, it stays at the same amps as previously so this causes overstim when the rate has been increased. Reprogramming resolved the issue. No further complications were reported.